Event description:
It was reported that ongoing intermittent occlusion alarms occurred. To resolve the issue, the customer changed infusion set and cartridge to address the issues. The customer's blood glucose level was 549 mg/dl on (B)(6) 2026. Reportedly, the customer¿s roommate assisted with administering a manual insulin injection. Ultimately, the customer reverted to an alternate method for insulin therapy.